Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10-50 colony forming units (cfus) of pseudomonas and stenotrophomonas maltophilia and greater than 100 colony forming units (cfus) pseudomonas and kelbsiella pneuomoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: unknown cfu (colony forming units): unknown bacterial identification: klebsiella pneumoniae sampling from: unknown cfu: >100 colonies bacterial identification: aerobic microbial culture sampling from: unknown cfu: >100 colonies bacterial identification: pseudomonas aeruginosa sampling date (B)(6) 2025 sampling from: straight tip cfu: 1-10 bacterial identification: pseudomonas sampling date: (B)(6) 2025 sampling from: unknown cfu: unknown bacterial identification: unknown olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: suction biopsy channel, air/water channel, flushings, and brushings cfu: no growth after 7 days incubation bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. An onsite visit to the customer found poor infection controls practices from staff (gaps in hand hygiene and personal protective equipment), delayed reprocessing, gaps in precleaning, leak testing, and manual cleaning, and ineffective drying. Olympus has provided one staff training. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU (instructions for use) before repair, the results conformed to the regulation's recommendation as no growth after seven days incubation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.